Event description:
(B)(6) study. It was reported that post coronary stenting treatment procedure restenosis, angina, and dyspnea occurred. In (B)(6) 2010, the subject came in to review nuclear stress test results. The subject had been experiencing symptoms of exertional dyspnea and intermittent chest pressure and tightness. Treadmill test revealed a 2 mm st segment depression. The subject was diagnosed with stable angina (ccs class 3). Cardiac catheterization was recommended and revealed a 80% stenosed de novo lesion located in the distal left anterior descending (lad) artery. The lesion was 20 mm long with a reference vessel diameter of 2.75 mm and treated with pre-dilatation and placement of a 24 x 2.25mm taxus liberte atom stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject was evaluated for follow-up of abnormal stress test results which suggested anterior septal ischemia. The subject had been experiencing chest pain and dyspnea and was diagnosed with angina. Cardiac catheterization was recommended which revealed 90% proximal edge stenosis of the study stent placed in the lad. The restenosis was treated with balloon angioplasty and the placement of two non-bsc stents (2.25 x 30 mm and 2.5 x 18 mm) in an overlapping manner. Following post dilatation, residual stenosis was 0%. Of note, a 'significant step down was noted that was unchanged from its previous appearance' beyond the stented segment in lad. Two days later, the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).